Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.3. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. The patient administered correction bolus, but the blood glucose level was still high. Treatment for reported issue was not provided.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was not observed to be bent or kinked. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. Therefore, no problem was found regarding the reported pod cannula bent/kinked event. The pod data showed an 0x6a alarm occurred, indicating that the pod was occluded during runtime, specifically not at the end of a bolus. The pod data also showed no timeouts or drive stalls occurred. No damages or deficiencies were found in the pod that would contribute to an occlusion alarm. The exact cause of the observed hazard alarm could not be determined.